Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection and increase in lactate dehydrogenase (ldh) could not be determined through this evaluation. In addition, a direct correlation between the reported elevated ldh and the device could not be conclusively established. The submitted log file was reviewed which showed the system operating as intended; no notable events/alarms were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists driveline infection and hemolysis (not related to thrombosis) as adverse events that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's driveline infection was current. An echocardiogram ramp study was negative. There was no specific therapy for hemolysis, only antibiotics for the driveline infection. The patient was asymptomatic except for local driveline issues. The lactate dehydrogenase (ldh) returned to the patient's baseline.

Manufacturer narrative:
The patient's chronic driveline infection was previously reported under MFR #'s 2916596-2018-01468, 2916596-2019-04077, and 2916596-2019-04753. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was being treated for a chronic driveline infection. The patient's lactate dehydrogenase (ldh) was noted to be mildly increased in the context of infection. There were no unusual events seen within the submitted log file.